Manufacturer narrative:
Since the devices are not available to be returned to us, technical evaluations cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the power supply had no output and there was a very faint beeping noise. Two hemopro 2 extension cables also had intermittent issues during the procedure. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The power supply was returned to the factory for evaluation; however, the hospital will reportedly not be returning the extension cables in question. Refer to MFR report # 2242352-2012-01263 for the related report.